Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A partial lead measuring 32.5cm was returned for analysis. Internal insulation abrasion under svc shock coil was noted at 17.0-17.5 cm from the proximal end of the rv shock coil. The etfe coating was intact at this location. Internal insulation abrasion under svc shock coil was noted at 20.5-21.5 cm from the proximal end of the rv shock coil. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise and oversensing.

Event description:
It was reported that through remote transmission, non-sustained rv oversensing and an increase in pacing lead impedance were observed. The patient was asymptomatic. The lead was capped and replaced. The patient was doing fine post procedure.